Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve gastrectomy, the black load on the first firing on the sleeve (B)(4) and the staples formed on the patient side, but the specimen side the staples were not formed properly and shooting all over the place. They were sticking up and just all over the place. There were no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4). Photographic analysis: one photo was provided; the picture shows tissue with several staples on it. The staples present can be seen not fully formed. Based on the photo reviewed the event describe is confirmed.